Event description:
It was reported that surgeon revised patient's ceramic on ceramic left hip for unknown reason at this time. Sales rep stated that the 32 ceramic head was mis-shaped when explanted and the ceramic liner came out in pieces. Patient had a meridian stem that remained implanted.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown ceramic head. Additional information has been requested and if received, will be provided in the supplemental report investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic liner was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that surgeon revised patient's ceramic on ceramic left hip for unknown reason at this time. Sales rep stated that the 32 ceramic head was mis-shaped when explanted and the ceramic liner came out in pieces. Patient had a meridian stem that remained implanted.